Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one week post implant, the patient's right ventricular (rv) lead dislodged. When attempting to reposition the lead, the helix would not extend. The lead was explanted and replaced. No patient complications have been reported as a result of this event.